Manufacturer narrative:
The exact patient age is unknown however; it has been reported that the patient is over 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used post polypectomy during a colonoscopy performed on (B)(6), 2012. According to the complainant, after advancing the resolution clip device through the scope, the clip assembly was locked and deployed onto the target tissue; however, it failed to release from the delivery catheter. When the clip assembly detached from the tissue, it remained attached to the delivery catheter. The device was then withdrawn from the patient with the clip intact, and then removed from service. Reportedly, two clips were placed, without issue, prior to encountering this event and sufficiently controlled the bleed so no additional intervention was performed. Therefore, the procedure was completed using the first two clip assemblies deployed onto the target tissue. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.